Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle's packaging did not tear smoothly along the perforations before use. This occurred on 16 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "packaging not tearing smoothly along perforations. The customer was tearing along the perforated side of the strip of product to place individual items into their IV trolley and noticed that it was not tearing smoothly and was causing a tear into the side of the adjoining product causing it to be rendered no longer sterile. Customer has noticed this occurring over the last couple of months and has just realised the extent of product that is being thrown out as no longer sterile. Another colleague was having the same issue so decided to let bd know."

Event description:
It was reported that the bd precisionglide¿ needle's packaging did not tear smoothly along the perforations before use. This occurred on 16 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "packaging not tearing smoothly along perforations. The customer was tearing along the perforated side of the strip of product to place individual items into their IV trolley and noticed that it was not tearing smoothly and was causing a tear into the side of the adjoining product causing it to be rendered no longer sterile. Customer has noticed this occurring over the last couple of months and has just realised the extent of product that is being thrown out as no longer sterile. Another colleague was having the same issue so decided to let bd know."

Manufacturer narrative:
H.6. Investigation: sixteen actual samples were received by our quality team for evaluation. Upon visual inspection, six samples were observed to have damaged packaging and fifteen samples were observed to have poor cutting lines on the blister pack indicating poor perforation; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife wear and tear, causing the unclear perforation cut lines and the production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to next process.